Event description:
It was reported that the patient's pacemaker exhibited an overestimation projected longevity during an in clinic follow up. The device was explanted and replaced. There were no patient consequences.